Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2023, it was reported that the patient noticed, the infusion set's tubing detached from the body at the tubing connector while the patient was sleeping. Both the site location and the pump were at patient's abdomen. Moreover, the infusion had been used for 4 days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.